Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted that the patient underwent a revision due to pain two years post implantation. The returned journey knee components were examined visually, dimensionally, and functionally. No destructive testing was carried out. There was evidence of bone cement and bone on-growth on the returned tibial tray grit blasted surface. The bone cement was well bonded and no signs of loosening were observed with the application of force. The superior surface of the tibial baseplate showed scratching and signs of burnishing. There were also scratches along the rim of the tibial baseplate, which were most likely sustained during removal. The journey bcs insert showed signs of pitting and scratching on the articulating surface, which indicates the presence of third body debris. The insert showed signs of burnishing on its inferior surface, most likely from its contact with the tibial baseplate. Plastic deformation was observed along the rim of the insert, which most likely occurred during removal. The post was also deformed on both the anterior and posterior aspects where it comes into contact with the femoral component. The oxinium femoral component has bone cement and bone on-growth well bonded to the grit blasted surface. There were scratches on the articulating surface of the condyles and along the rim, which most likely incurred during removal. Based on the examination no damages on the femoral component that could cause knee pain were noticed. The polyethylene insert has deformed regions on the post and wear on articulating surfaces. The tibial tray grit blast surface had bone cement attached and had scratched and burnished regions.